Event description:
A doxorubicin, vincristine, and etoposide infusion completed 2 hours earlier than the expected time. Notified the pharmacist and completed incident report. Alarm on alaris pump was on, and it was not turned down. Then alaris pump was taken down and removed from patient room to be reviewed. Biomed tested it, but no problem found. The pump was replaced by carefusion during pump upgrade. New pump was returned to service.